Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to deliver 1164ml of tpn, with lipids at a rate of 97ml/hr for a duration of 12 hours. After an unspecified length of time in use, the pt's mother noted the solution had leaked from an unspecified location. At this time, an unspecified volume of air was noted in the tubing, distal to the filter. No air was delivered to the pt. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.